Event description:
Complainant alleged that during biomed testing the device displayed "status code 110" message when switched to defib mode. Complainant indicated that there was no pt involvement in the reported malfunction.